Manufacturer narrative:
The investigation of high purge pressure and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Vt/vf/at/af: as the necessary information was not provided, the root cause of the vt/vf was not determined. High purge pressure: the data logs do not show any periods of abnormally high purge pressure but show 2 instances of purge flow trending downwards slightly. The first instance was from (B)(6) till explant with purge pressure trending upwards slightly. There were no motor current spikes outside p-level changes. The log events show a purge bag change greater than 2 minutes both on (B)(6) with purge pressure dropping to zero right before purge flow starts decreasing. The trend from (B)(6) is maintained through till pump explant - decreasing purge flow and increasing purge pressure but no alarms are triggered as they remain within normal range. The root cause of the high purge pressure was most likely due to a use issue of a long bag change as evidenced by the data log analysis. D6b explant date added b3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-15898. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-15898.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had a ventricular tachycardia arrest. The patient received minimal compressions requiring one defibrillation. The staff confirmed placement and monitored waveforms. Additionally, the purge flows were trending down. Tissue plasma activator was started in the purge. Support was continued.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Optical signal issue: clinical mentioned placement signal drift and reading lower than cuff mean arterial pressure (map) by 20 points. The data logs do not show any placement signal alarms at the reported time period. The logs show stable and slightly noisy placement signal with small periods of upward trending but drift pattern or optical failure was not observed. The 5s parameters were within normal range. No product was returned for analysis. The root cause of the optical signal issue was not determined as no product was returned for analysis, no data log abnormalities were observed and limited clinical information was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 b7 d10 concomitant medical products and therapy dates h6 type of investigation h6 investigation findings h10.

Event description:
Furthermore, the placement signal drifted. Support continued.